Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. What is the status of the return sample? The account does not have product to return. Additional information was requested, and the following was unavailable: 1. What was the initial procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2021-09862, mw # 2210968-2021-09863, mw # 2210968-2021-09864. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. The doctor was tying a morris knot in a procedure and the suture broke. Opened a different box with a different lot number and no issue. There were no patient consequences reported. Additional information was requested